Event description:
On (B)(6) 2012, the reporter claimed the patient awoke with the pump powered on while her blood glucose read at 398 mg/dl. At the time of concern, the patient tested negative for ketones but had symptoms described as "thirsty and dry mouth." The reporter was unable to confirm the amount of insulin taken in the morning as the pump history did not record the bolus dose. At 11 am, the patient's blood glucose resolved to 111 mg/dl. During troubleshooting, the animas representative confirmed there was a cracked in the casing. In addition, the subject pump has a history setting issue. Although the issue is generally obvious and detectable by the user and the owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged, this complaint is being reported due to possible use error and because the patient reportedly had symptoms suggestive of hyperglycemia while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
(B)(4):the battery cap was not returned with the pump for investigation. A review of the black box indicated rebooting had occurred on (B)(4) 2012. Evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. There was evidence of corrosion observed inside the battery compartment. A test battery cap was used to complete investigation. The pump was exercised for 24 hours using the test battery cap, with no power issues occurring. The pump was exercised for 29 hours with no delivery issues.